Event description:
It was reported a patient was evaluated for a subluxation of the right hip approximately twenty months post implantation. The patient was experiencing pain and a clunking sensation while prone. Additional physical therapy was prescribed and the outcome is still pending. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 650-1162 / delta cer fem hd 32/0mm t1 / lot #: 3084053. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Findings: ae entered for r hip subluxation outpatient physical therapy ordered specifically to work on hip strengthening . Outcome pending . Patient presented to clinic with complaints of possible subluxation . She has felt a sharp pain and clunking sensation x 2 while lying on stomach . Denies any episodes of dislocating . The complaint is confirmed based on the evaluation of the provided medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.